Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that the pump was miscalculating the amount of insulin when attempting to deliver a bolus. Reportedly, based on the customer's carbohydrate and correction ratio settings, the pump was delivering less insulin than it should. The customer reported inputting a blood glucose (bg) value of 97 (mg/dl), and a carbohydrates value of 21 (grams) and the pump delivered a correction bolus of 0.732 units of insulin. Recommendation was made by tandem technical support to upload the pump data to perform a log review; however, no further information was provided by the customer on the reported event.